Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Subsequently, the battery depleted and the pump shut off due to insufficient power. The customer¿s blood glucose level was 116 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37444.